Event description:
Ous MDR - noise was detected on the rv resulting in an event detection in the vf zone. The device began to charge before aborting.

Manufacturer narrative:
Corrected the implant date. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analysed. The available impedance trends showed a stable pacing impedance about approx. 600ohms from (B)(4) 2015. Subsequently the pacing impedance decreased down to approx. 350 ohms. Furthermore the provided iegms confirmed the presence of noise on the rv channel which led to vf detection without shock delivery as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Corrected the implant date. Upon receipt, a medial fragment was received for analysis. The proximal fragment (including the yoke and connector pins) and the distal fragment (including the rv-shock coil and the lead tip) were found missing. An extraction aid was found in the lead body. It is reasonable to assume that the lead was cut during the extraction procedure. The lead fragment displayed severe extraction damages, making an analysis very challenging. However, on the available lead fragment, no damages could be found that could be clearly related to the clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis did not reveal any sign of a material or manufacturing problem.